Event description:
It was reported that the universal handpiece heated up during a procedure. A back-up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The customer comment of heat and a frequency annunciator was not duplicated or confirmed. There were no observed failures that could lead to the reported event. The device was cleaned, lubricated, and adjusted and returned to the user facility.

Event description:
It was reported that the universal handpiece heated up during a procedure. A back-up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Device not yet received at manufacturer.